Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an uv flash transfer set leaked around the twist clamp; the exact location was not specified. This was observed during patient use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.